Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported patient had an infection and got their system replaced. Agent transferred representative to technical services. Rep stated they were part of the replacement. Rep stated they were notified that this was possibly going to happen, but did not remember when this was. Additional information was received from the manufacturer representative (rep). Rep reported that there wasn't a device issue to the best of their knowledge. The patient has a new system and was currently doing very well. The facility kept the old system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.